Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer reported problem was confirmed. The investigation reported that motor rate error was found during occlusion test. According to the investigation, the reported issue was caused by combination of worm coupling, worm gear, leadscrew and clutch halves are worn out due to normal use and the pump is over 5 years old. Investigator?s replaced the pump worm coupling, worm gear, leadscrew, and clutch halves. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor rate error code during occlusion testing. However, the plunger moved the force sensor read correctly. No adverse effects were reported.